Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use. The sheath was inserted into the pt's left femoral artery. The iab was inserted into the sheath and when the iab reached the middle of the sheath, it became stuck. As a result, the iab and the sheath were removed as one unit. Another iab was inserted without difficulty. Per the staff, the pt did not have severely tortuous vessels.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.